Event description:
It was reported that while using bd phoenix¿ ID broth labels were missing. The following information was provided by the initial reporter: "this is a report about missing labels. According to the customer's report, there were 2 tubes without labels."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ ID broth labels were missing. The following information was provided by the initial reporter: "this is a report about missing labels. According to the customer's report, there were 2 tubes without labels."

Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for missing labels on tubes of phoenix ID broth (246001) batch number 2132650. The customer did not provide photos or product returns for investigation. To investigate, the retention box of the complaint batch was visually and manually inspected for the presence of labels on tubes. The inspection revealed 0/100 tubes with defects in labeling. Based off the investigation, this complaint is not confirmed. A review of quality notifications revealed no quality notification generated on the complaint batch. A review of complaints was performed and revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns.